Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, delamination valve and opening crack leak test and microscopic analysis was performed which identified: delamination total of the valve and sharp broken on fill channel. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure). A sharp broken on fill channel assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.